Event description:
It was reported to boston scientific corporation that a double pigtail advanix biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a female patient (patient age and weight are unknown). As the advanix double pigtail stent was advanced with a naviflexrx delivery system through the biopsy port of the endoscope the stent buckled and would not advance. The double pigtail stent was discarded, and the same naviflexrx delivery system was used to successfully advance a cook pigtail stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.